Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. A 28 +12 femoral head and 44f insert are indicated as implanted with a uhr bipolar component and 26 +4 head wasted.